Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The physician reported that the patient had developed shingles at the ipg site (not device related). The patient had the pocket site relocated and two lead extensions implanted. The patient was reportedly doing well after the procedure.